Event description:
It was reported that the customer experienced high blood glucose levels in the past ten days. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests, but it was stated that the customer did not trust the insulin pump. The customer felt that the insulin pump was not delivering insulin accurately, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test due to prime anomaly. The insulin pump was programmed with multiple boluses and all registered properly in the daily total history. The status screen also matched properly. The insulin pump was received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.